Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the surgeon able to press the green button but unable to squeeze the handle and the device did not fire. In addition one of the reload appeared to not have staples and the other one appears to have pre-fired. The surgeon then used another device reload to resolve the issue in order to complete the case. There was no patient injury.